Event description:
Additional information received reported that the stimulation was helping and alerting the patient when she had to have a bowel movement, but was not helping with urinary issues. The patient continued to feel stimulation down the leg and not in the bicycle seat. The patient planned to change programs.

Event description:
It was reported the patient had a tingling sensation down her right leg and experienced a jolt in her arm following a minor car accident. Twelve days before this report, the patient reported vibration and numbness in her foot and leg, which partially subsided after changing the program of the implantable neurostimulator (ins). It was reported the patient was experiencing an intermittent tingling sensation down her right leg. The patient was in a minor car accident one week prior to the date of this report where a motorcycle turned into the left side of the patient's car. The patient experienced a jolt in her arm as a result of the accident. The patient did not feel the tingling sensation in her leg before the accident. The patient did not have her programmer at the time of the report and could not make adjustments to troubleshoot. It was reported the patient did not have relief of symptoms since the device had been implanted. It was noted she had a lot of urine in her pad. The patient was on program number 2 at 4.2 volts. Stimulation was decreased to 4.0 volts, but she still felt tingling. The next day the patient reported feeling numbness in her right foot and leg that started that morning.

Event description:
Additional information received reported that the patient was still having concerns with her device or therapy, but had not sought further help. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3889-28, lot# va01ha3, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).